Event description:
Customer reported receiving a motor error alarm on the insulin pump during manual prime. Customer stated that they went through a body scanner in the past. Customer also stated that they do not use the sensor feature on the insulin pump and that they were able to rewind the device. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please find enclosed the following initial reports. There should 107 pages, including this cover letter.